Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation') and genital haemorrhage ('bleeding ¿ gen. Abnorm. Bleed') in a 26-year-old female patient who had essure (batch no. 952107) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight and major depressive disorder. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2013, the patient experienced depression ("psych injury, psychological or psychiatric problems condition: depression"), bladder disorder ("bladder probs."), urinary tract disorder ("urinary probs."), fatigue ("fatigue"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast infections") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), genital haemorrhage (seriousness criterion medically significant) and vaginal infection ("vaginal infection"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, depression, vaginal infection, fatigue and weight increased outcome was unknown and the pelvic pain, abdominal pain, back pain, dysmenorrhoea, genital haemorrhage, bladder disorder, urinary tract disorder, vaginal haemorrhage, menorrhagia, vulvovaginal mycotic infection and dyspareunia had resolved. The reporter considered abdominal pain, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder, uterine perforation, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date- (B)(6) 2013 and (B)(6) 2013. Patient received treatment for- dysmenorrhea, pelvic pain, abdominal pain and back pain, psych injury. Complications during removal surgery? Other trailing coils: left: 1 coil right: 1 current weight 205 lbs. Type of additional surgeries? Other discrepany: if no removal planned, select reason - other and removal was give as on (B)(6) 2017 hysterectomy full. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 19-sep-2019: pfs received lot number was added. Events " abnormal bleeding (vaginal, menorrhagia), yeast infections, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), weight gain " were added. Outcome of events " cramping, bleeding, abdominal / pelvic pain, pain during intercourse, yeast infection " were updated as recovered. Reporter information, medical history and lab data were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea(cramping)"), genital haemorrhage ("bleeding ¿ gen. Abnorm. Bleed"), psychological trauma ("psych injury"), vaginal infection ("vaginal infection"), bladder disorder ("bladder probs."), urinary tract disorder ("urinary probs.") And fatigue ("fatigue"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, psychological trauma, vaginal infection and fatigue outcome was unknown and the pelvic pain, abdominal pain, back pain, dysmenorrhoea, genital haemorrhage, bladder disorder and urinary tract disorder had resolved. The reporter considered abdominal pain, back pain, bladder disorder, dysmenorrhoea, fatigue, genital haemorrhage, pelvic pain, psychological trauma, urinary tract disorder, uterine perforation and vaginal infection to be related to essure. The reporter commented: discrepancy noted in insertion date (B)(6) 2013 and (B)(6) 2013. Patient received treatment for dysmenorrhea, pelvic pain, abdominal pain and back pain, psych injury. Complications during removal surgery? Other. Type of additional surgeries? Other. Discrepancy: if no removal planned, select reason other and removal was give as on (B)(6) 2017 hysterectomy full. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2013: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received-event injury to herself removed and new events uterine perforation, pelvic pain female, abdominal pain, back pain, dysmenorrhea (cramping), general abnormal bleeding, psychological injuries, vaginal infection, bladder disorder, urinary tract problem and fatigue were added. Patient demography added. Updated suspected drug indication, lab data was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.